Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted patient outcome: f23: unexpected medical intervention, f2302: blood transfusion. Event description: per cnf, it was reported that: [?]event[?]a patient injury has occurred. [?]please indicate the details of patient injury observed into the patient: hypotension due to tamponade. [?]please indicate the details about the event that leads to patient injury insertion of the fara wave blindly from the faradrive, relying on cart navigation, but navigation failed and the cardiac appendage was compressed. [?]please indicate the details about the treatment for the patient injury that occurred. Drainage/transfusion . [?]please indicate the condition of the patient after the treatment[?] Stable [?]please indicate the view of the attending physician regarding the cause on the occurrence of patient injury: atrial appendage tampo [?]was there a problem with the appearance or functionality of this device?[?]no [?]was there another catheter inserted into the heart when the patient injury occur?[?]yes beeat . [?]was a resistance able to be felt when this device was operated/removed?[?]no [?]was the case data not available?[?]? [?]please indicate the size and name of the sheath that was used together?[?]faradrive . Patient info: last name, first name, identifier, gender, date of birth, age at the time of event, patient is under 18?, weight - "asked but not available as per account." Physician comments: patient outcome: adverse event infected: unknown generator/controller: ablation catheter used: other used: event date: 2025-10-30. As reported device codes: 1254: device interaction with another device. As reported patient codes: 9139: hypotension, 9042: cardiac tamponade.